Event description:
Doctor reported a patient diagnosed with bilateral corneal abscess localized in the central optic zone. Patient was treated with topical antibiotics. No culture was performed. Patient's condition resolved with bilateral central corneal scar. There is no decrease in visual acuity.

Manufacturer narrative:
The complaint product was not returned for evaluation. The lot device history records were reviewed and show that all requirements were met. The doctor did not attribute the cause of the event to the lenses. Based on all information, no causal factors can be determined and no conclusion can be drawn.